Manufacturer narrative:
The insulin pump was received with no vibration during the self test due to broken vibrator black wire. Pump passed the displacement test. Pump had cracked case at display window corner, reservoir tube lip, belt clip slot and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump was not vibrating during self test. The customer¿s blood glucose level was 304 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.